Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned, however review of the provided photographs finds the drill tower not fully assembled to mating tibial base plate. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tower does not fit on the tibial base plate.